Event description:
It was reported that an infection occurred. The lead was to be explanted. The lead was difficult to explant and fractured during the procedure. The distal portion of the lead was left in the coronary sinus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.